Event description:
It was reported that the patient presented for implant procedure. During the procedure process, insulation damage was noted on lead. The lead was ultimately not used, and a new one was implanted. No patient consequences were reported.